Event description:
Boston scientific received information that this device was being replaced due to normal battery depletion. At the change-out procedure, the right ventricular (rv) set screw was stuck. Attempts to loosen the set screw were unsuccessful. The physician cut and surgically abandoned the rv lead and a new lead was successfully implanted. When the generator was removed from the pocket there appeared to be a substance peeling off the device can (likely the silicone covering that was over the case of the pacemaker). No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection confirmed the allegation of the appearance of a substance peeling off the case of the device. Review of device records noted the device had been implanted for 126 months. The substance was confirmed to be the silicone coating on the device case. The amount of wear seen with this device is appropriate and expected for the length of time it was implanted. Additionally, the ventricular tip setscrew was noted to be in the fully retracted position with the tip of a wrench broken off in the hex slot. The setscrew retainer washer was distended (bent outward) as a result of excessive turning of the setscrew in the attempt to loosen it. Analysis confirmed the setscrew was stuck in the up position. The device was noted to pace and sense normally.